Event description:
On (B)(6) 2010, pt reported one of her buttons is not working on her infusion device. Pt stated she thinks it's the up button. Had pt disconnect from her infusion headset and test both buttons; the up button worked fine, but the down button did not work. Advised pt on how to use the standard bolus option. Pt reported she first noticed her up button was not working a couple weeks ago when she attempted to deliver a bolus and had to try using the button multiple times. Pt stated the up button has had intermittent issues for the past couple of weeks. Pt reported the down button just stopped working today altogether. Pt stated both buttons pop back when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.